Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region. Struts were found to be bunched. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a complete break at 55 cm distal to strain relief. Multiple hypotube kinks were also noted. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual examination of the bumper tip identified no issues.

Event description:
Reportable based on device analysis completed on 12may2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The 85% stenosed target lesion was located in the severely calcified, severely tortuous coronary vessel. A 2.50 x 38mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.